Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device had part of the drum broken off causing the device to not work correctly. The assignable root cause was determined to be component damage from normal use and servicing over time. It was determined that the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the reciprocating micro saw device was not working correctly. During in-house engineering evaluation it was found that the device had part of the drum broken off. It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.